Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft with xpedient delivery system was implanted into a patient for the endovascular treatment of a pre-operatively ruptured abdominal aortic aneurysm on an unknown date. It was reported that the patient's aortic neck and vasculature were adequate for endovascular repair. The patient has a history of lung cancer and was recently responding to chemotherapy. It was reported that the patient presented to the emergency room with pain in the lower abdomen. CT demonstrated a ruptured aneurysm and the physician elected to treat the patient endovascularly due to the patient's inability to tolerate open surgical repair. It was reported that an occlusion balloon was inserted into the aorta to control bleeding, after which another cutdown was made and a guidewire was advanced. The occlusion balloon was deflated and the bifurcated stent graft was advanced and successfully deployed through the iliac artery. A catheter was then inserted to gain access to the contralateral gate. The wire was pulled back and an attempt was made to move it from the brachial artery to the contralateral gate. It was reported that before the physician was able to access the contralateral gate of the bifurcated stent graft the patient became severely hypotensive, was given blood products, went into cardiac arrest and expired. The physician reported that the patient's death was not related to the stent graft.